Event description:
Float valve in disposable humidifier top malfunctioned allowing free flow of water from humidifier bag into the heater top cannister as well as the pt circuit. Patient experienced brief laryngospasm with color change and was immediately removed from henc and bagged with 100% oxygen, nose and mouth suctioned with bulb syringe. Upon examination of humidifier top it was noted that float valve not functioning properly.